Event description:
The customer reported on (B)(6) 2013 at 6:46 pm she activated a new pod. The pod was deactivated. Upon removal she noticed bruising around the site and the cannula was bent. She was able to activate a new pod and at 11:32 pm her bg was reading 309 mg/dl.

Manufacturer narrative:
The product was not returned for evaluation. We are unable to confirm the reported bent cannula or to determine whether it contributed to the reported hyperglycemia. Qualification records were reviewed and the product lot met all acceptance criteria.